Manufacturer narrative:
Additional information added : two weeks after the onset, the patient was discharged from the hospital and was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by abdominal pain. The cause was unknown. The patient was hospitalized for another indication and was diagnosed with peritonitis. The patient was treated with vancomycin injection (1 gram, every 5 days, route and duration were not reported) and fortum injection (500 mg, daily, route and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.